Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing with inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.